Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: over 5 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-8352-50. Serial: (B)(4). Batch: 17866456.

Event description:
It was reported that the patient underwent an explant procedure due to the device being rejected by the body and it was exposed but no skin breakage noted. The explanted devices were not returned.